Event description:
Complainant alleged that during a training session with the device and a simulator, analysis of a ventricular-fibrillation heart-rhythm signal returned a "no shock advised" determination. The complainant indicated that there was no patient involvement in the reported malfunction.